Event description:
It was reported that while the ventilator was connected to a patient, the ventilator had a "popping sound" and then the screen went blank. The ventilator was replaced by another one. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Several attempts has been made to obtain further information but it has not been possible. The hospital facility used a third-party company to service the ventilator. Our representative has not been able to obtain any further information, neither from the hospital nor from the third-party after approximately 2 months. Therefore, it cannot be confirmed if the ventilator has malfunction or not, or if any parts has been replaced. We are therefore unable to confirm the reported event or determine its root cause.

Event description:
(B)(4).